Event description:
There was an allegation of questionable elecsys ft4 results for 8 patients and questionable elecsys prolactin results for 1 patient on a cobas 8000 e 602 module. (B)(6). The results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service representative performed preventative maintenance. He found that the sipper had a worn tip and replaced it. He found that one of the bearings of the bead mixer mechanism was damaged and he replaced it and performed adjustments. The investigation determined the service actions resolved the issue.